Event description:
Summary: (B)(6) hospitals private limited (B)(6) india) reported a potential false negative escherichia coli result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's sample. It is unknown if the patient was impacted due to the biofire bcid2 result. A malfunction of the filmarray torch instrument (tm16159) was suspected and investigated. After investigation, it was found that this does not meet criteria for a reportable event. There was no occurrence of a malfunction that would cause or contribute serious injury or death if it were to recur. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Summary: (B)(6) hospitals private limited (B)(6) india) reported a potential false negative escherichia coli result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's sample. It is unknown if the patient was impacted due to the biofire bcid2 result. A malfunction of the filmarray torch instrument (tm16159) was suspected and investigated. After investigation, it was found that this does not meet criteria for a reportable event. There was no occurrence of a malfunction that would cause or contribute serious injury or death if it were to recur. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Investigation: (B)(6) hospitals private limited (B)(6) india) reported a potential false negative escherichia coli result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's sample. It is unknown if the patient was impacted due to the biofire bcid2 result. A malfunction of the filmarray torch instrument (tm16159) was suspected and investigated. Update final report: after investigation, it was found that this does not meet criteria for a reportable event. There was no occurrence of a malfunction that would cause or contribute serious injury or death if it were to recur. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Conclusion: update final report: after investigation, it was found that this does not meet criteria for a reportable event. There was no occurrence of a malfunction that would cause or contribute serious injury or death if it were to recur.

Event description:
Summary: (B)(6) hospitals private limited ((B)(6) india) reported a potential false negative escherichia coli result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's sample. It is unknown if the patient was impacted due to the biofire bcid2 result. A malfunction of the filmarray torch instrument (B)(6) is suspected. A final report with all investigation details will be provided. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: (B)(6) hospitals private limited ((B)(6) india) reported a potential false negative escherichia coli result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's sample. It is unknown if the patient was impacted due to the biofire bcid2 result. A malfunction of the filmarray torch instrument (B)(6) is suspected. A final report with all investigation details will be provided. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Conclusion: investigation ongoing.